Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the headache and dizziness resolved on its own and patient was discharged from the hospital to home.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was implanted for a drg trial on (B)(6) 2019. As the patient was to go home post surgery, the patient experienced a headache with dizziness due to a cerebrospinal fluid (csf) leak. The patient was taken to the emergency room where it was confirmed the patient had a csf leak, although there were no visible signs. To address the issue, the patient was admitted to the hospital to be monitored, and the patient was instructed to lay flat.